Manufacturer narrative:
A ge service rep performed an investigation and identified dicom transfer issues. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the image quality deteriorates during use and the 9900 system displayed a communication error. No pt injury was reported.